Event description:
It was reported that when connecting the footswitch to begin a prostate procedure, corrosion at the footswitch connecter prevented connection to the laser console. The case was completed using an alternate procedure (turp). There was no patient injury reported.

Manufacturer narrative:
System analysis/service repair: the footswitch was confirmed to not be functioning. The footswitch was replaced; the system was tested and verified to specification.

Manufacturer narrative:
The footswitch replaced was not returned to ams.